Event description:
The core impaction drill was sent for eval due to overheating during testing prior to the procedure. There was no pt involvement, and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.